Manufacturer narrative:
The patient's exact age was not reported, however, the patient was reported to be over the age of 18. (B)(4). An ultraflex esophageal distal covered stent and delivery system were received for analysis. Visual examination of the returned device found the stent was completely deployed. The loops of the stent were bent. The shaft was kinked approximately 55cm from the tip of the delivery system. The outer diameter of the stent was measured, and was found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent partially deployed was not confirmed. The stent was returned completely deployed. There is no control of how the unit was handled or manipulated. The kink noted in the shaft may have been a result of multiple attempts to deploy the stent during the procedure. Additionally, the loops of the stent were bent, however, there is not sufficient information about what could be the cause for this failure. Taking all available information, there is no indication of what the customer reported because the stent was returned completely deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occured during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal release covered stent was to be implanted to treat an esophageal cancer during a stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed partially inside the lesion. Reportedly, the physician attempted multiple times to fully deploy the stent, but the stent would not deploy. The stent was removed from the patient partially covered by deployment suture on the delivery system and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results, which revealed that the loops of the stent were bent.